Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information found the patient's leads were explanted and replaced on (B)(6) 2020 to resolve the issue.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2020-32777. Related manufacturer reference number: 3006705815-2020-32778. It was reported the patient is not receiving effective therapy due to high impedances. Reprogramming was attempted. Surgical intervention may be pending to address the issue.